Event description:
It was reported that the pt was charging more than expected. The company representative saw the pt on (B) (6) 2009 and charged the pt's neurostimulator (ins) to 100% full. Within 74 hours, the ins had reached half full and was unresponsive to stimulation. Further info is being requested.

Manufacturer narrative:
(B) (4).